Event description:
It was reported that, during set up for an arthroscopy, six (6) motor drive units were stuck, there was no movement or sound. The procedure was carried out after a non-significant delay using a back-up device instead. There was no patient involvement. As per investigation results, overheating was found in device sn (B)(6).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed a blade stall error and overheating of the power cord. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time.

Event description:
It was reported that, during set up for an arthroscopy, the motor drive units was stuck, there was no movement or sound. The procedure was carried out after a non-significant delay using a back-up device instead. There was no patient involvement. As per investigation results, overheating was found.